Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that when the shock was delivered and the arrhythmia did not stop, and the patient was rushed to the hospital. After that, it was treated with pcps. Further information was requested however, was not provided.